Event description:
On 26th september 2025, rayner received notification from a UK healthcare facility of an event that occurred following implantation of a rayone galaxy toric rao615x. The event description provided states that the patient experienced blurred distance vision post-operatively, with underlying hyperopia and presbyopia. The patient underwent an additional surgical procedure (yag) to resolve their visual symptoms

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the patient experienced blurred distance vision post-operatively, with underlying hyperopia and presbyopia. The patient underwent an additional surgical procedure (yag) to resolve their visual symptoms. There are many factors which may influence the post-operative outcome of the patient including but not limited to; incomplete removal of ovd following iol implantation (capsular block/capsular bag distension syndrome), dry eye during biometry measurement, incorrect product selection, aniseikonia combined with unsuitable lens power selection, wrong lens power caused by incorrect biometry readings/calculations (e.g., previous lasik procedure), incorrect power selection (not using optimised a-constants may be a contributory factor in this scenario - surgeons must always expect to personalise their own constants based on initial patient outcomes, with further personalisation as the number of eyes increases.), posterior synechiae, irregular capsular bag contraction, patient medical history (e.g., glaucoma, pseudoexfoliation syndrome), lens decentration or dislocation, incorrect or unstable fixation within the capsular bag, post-operative rotation of the lens, lens does not fit anatomy of the eye (e.g., too large or too small), capsulorhexis diameter too large and induced surgical astigmatism. "Deviation from target refraction" is listed in the "adverse events" section of the rayone IFU. There is insufficient evidence and information available to establish the root cause of the event.